Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error during an infusion set change. The blood glucose reading was 305 mg/dl. No significant events leading to the alarm were noted. The customer was advised that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.